Event description:
An arterial air alarm occurred while attempting to perform rinseback, during a routine hemodialysis treatment. The operator was not able to resolve the alarm or perform rinseback, resulting in an estimated blood loss of 190cc. The patient's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Air alarms during rinseback are most likely the result of the operator introducing air into the disposable circuit while making patient connections for rinseback. The user's guide provides adequate instructions for troubleshooting air alarms and making patient connections. Facility staff has been notified and stated that the patient was having issues with clotting as well which may have prevented rinseback from occurring. Nxstage medical considers this report closed. No additional information will be provided.